Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No scrolling number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer called to report the insulin pump has intermittent response on the buttons. Blood glucose reading was 120 mg/dl. Customer also stated that the numbers on the screen would scroll without input. No significant event leading up to this issue. Advised that the insulin pump will be replaced. Nothing further reported.